Manufacturer narrative:
A ge service rep performed an on site investigation. Two circuit boards were replaced. The system operates as intended.

Event description:
The customer reported that the system lost fluoroscopy imaging functionality. No pt injury was reported.